Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got a low blood glucose (B)(6) 2017 39mg/dl at time of the incident. The customer was having high blood glucose levels and gave themselves extra shots of insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was having issues with high blood glucose; possibly because of an infusion set issue. Customer was hospitalized on (B)(6) 2017 with blood glucose of 1978 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.